Manufacturer narrative:
The hospital performed preventive maintenance on the ventilator system, including exchange of the nozzle units. The device was sent back to clinical usage and started thereafter alarming for o2 concentration high, as stated in the problem description. The ventilator was investigated on site by our field service engineer (fse) and the nozzle units from the o2 gas module and the air gas module were replaced and returned for investigation. The nozzle units are part of the o2 gas module and the air gas module that regulates the inspiratory oxygen and air gas flow to the patient. The reported alarm for high o2-concentration was not reproduced during test of the returned nozzle units from the o2 gas module and the air gas module in a ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. Evaluation of the received device logs shows that the matching event on june 30 during the time period 01:29 to 02:44, had several alarms for high o2 concentration. The pre-use check was confirmed to be successful both before and after the event. Based on the device log evaluation our conclusion is that the problem was intermittent characteristic and that the event was likely caused by the nozzle units recently installed by the hospital biomed. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated a high o2 alarm after preventive maintenance. The patient involvement is unknown. (B)(4).